Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), device dislocation ('migration') and pelvic abscess ('pelvic abscess') in a female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst. Concomitant products included quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menses") and menstruation irregular ("irregular menses"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and psychological trauma ("psychiatric and/or psychological condition"). The patient was treated with diazepam (valium), paroxetine hydrochloride (paxil), propranolol and surgery (laparoscopic assisted vaginal hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation and pelvic abscess outcome was unknown and the back pain, menorrhagia, menstruation irregular, dyspareunia and psychological trauma had resolved. The reporter considered back pain, device dislocation, dyspareunia, menorrhagia, menstruation irregular, pelvic abscess, pelvic pain and psychological trauma to be related to essure. The reporter commented: date of insertion: (B)(6) 2010 discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: I was told both tubes were occluded, satisfactory position of both micro-inserts with bilateral proximal fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received event migration was added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), device dislocation ('migration') and pelvic abscess ('pelvic abscess') in a female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst. Concomitant products included quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menses") and menstruation irregular ("irregular menses"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and psychological trauma ("psychiatric and/or psychological condition"). The patient was treated with diazepam (valium), paroxetine hydrochloride (paxil), propranolol and surgery (laparoscopic assisted vaginal hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation and pelvic abscess outcome was unknown and the back pain, menorrhagia, menstruation irregular, dyspareunia and psychological trauma had resolved. The reporter considered back pain, device dislocation, dyspareunia, menorrhagia, menstruation irregular, pelvic abscess, pelvic pain and psychological trauma to be related to essure. The reporter commented: date of insertion: (B)(6) 2010 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: I was told both tubes were occluded, satisfactory position of both micro-inserts with bilateral proximal fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and pelvic abscess ('pelvic abscess') in a female patient who had essure (batch no. 20222097) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst. Concomitant products included quetiapine fumarate (seroquel). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menses") and menstruation irregular ("irregular menses"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and psychological trauma ("psychiatric and/or psychological condition"). The patient was treated with diazepam (valium), paroxetine hydrochloride (paxil), propranolol and surgery (laparoscopic assisted vaginal hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown and the back pain, menorrhagia, menstruation irregular, dyspareunia and psychological trauma had resolved. The reporter considered back pain, dyspareunia, menorrhagia, menstruation irregular, pelvic abscess, pelvic pain, and psychological trauma to be related to essure. The reporter commented: date of insertion: (B)(6) 2010 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: I was told both tubes were occluded, satisfactory position of both micro-inserts with bilateral proximal fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and pelvic abscess ('pelvic abscess') in a female patient who had essure (batch no. 20222097) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst. Concomitant products included quetiapine fumarate (seroquel). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy menses") and menstruation irregular ("irregular menses"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and psychological trauma ("psychiatric and/or psychological condition"). The patient was treated with diazepam (valium), paroxetine hydrochloride (paxil), propranolol and surgery (laparoscopic assisted vaginal hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown and the back pain, menorrhagia, menstruation irregular, dyspareunia and psychological trauma had resolved. The reporter considered back pain, dyspareunia, menorrhagia, menstruation irregular, pelvic abscess, pelvic pain and psychological trauma to be related to essure. The reporter commented: date of insertion: (B)(6) 2010 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: I was told both tubes were occluded, satisfactory position of both micro-inserts with bilateral proximal fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs and mr received: lot no. Was added. New events, "severe and persistent pelvic pain, lower back pain, heavy menses, irregular menses, painful intercourse, psychiatric and/or psychological condition", pelvic abscess were added. Outcome of events, "severe and persistent pelvic pain, lower back pain, heavy menses, irregular menses, painful intercourse, psychiatric and/or psychological condition" were changed to " recovered/resolved". Onset dates of events were added. Patient's information was updated. New reporter contact information was added. Essure removal date was added. Concomitant conditions and medications were added. Treatment medications were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.